Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurements of greater than 200 ohms. The physician programmed the device to single coil configuration and a defibrillation threshold (dft) test was performed with normal shock impedance measurements. All other measurements were within normal levels. The patient will continue to be remotely monitored for the time being. The system remains in service. No adverse patient effects were reported.